Manufacturer narrative:
The customer reported that the the patient's demographic info and waveforms are not showing on the central nurse's station (cns) from this telemetry transmitter (tele). They also noticed that the battery life runs out quicker and they have to change it out every other day. There are no error messages when this happens. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 12/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/17/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/19/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station model: ni. Sn: ni.

Event description:
The customer reported that the the patient's demographic info and waveforms are not showing on the central nurse's station (cns) from this telemetry transmitter (tele). They also noticed that the battery life runs out quicker and they have to change it out every other day. There are no error messages when this happens. No patient harm was reported.

Manufacturer narrative:
The customer reported that the patient's demographic info and waveforms are not showing on the central nurse's station (cns) from this telemetry transmitter (tele). They also noticed that the battery life runs out quicker and they have to change it out every other day. There are no error messages when this happens. No patient harm was reported. Investigation conclusion: the customer reported that gz-130pa (sn (B)(6)) patient data was not appearing on the cns. The device would only connect when positioned very close to the cns. No error messages were displayed on the transmitter or cns. The issue was reported during patient use; no patient harm was reported. The customer later advised that the device was functioning normally and no additional complaints were received. No fault could be duplicated, and no device malfunction was confirmed. Root cause: could not determine. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 12/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/17/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/19/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station model: ni. Sn: ni. Additional information: b4 date of this report g3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the patient's demographic info and waveforms are not showing on the central nurse's station (cns) from this telemetry transmitter (tele). They also noticed that the battery life runs out quicker and they have to change it out every other day. There are no error messages when this happens. No patient harm was reported.